Event description:
Event description guidant received information that the endotak lead was suspected to have dislodged from the right atrium. The lead was explanted approximately 11 days post implant. A new lead was successfully implanted.